Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR report#3006705815-2018-00972, reference MFR report#3006705815-2018-00995. It was reported that the lead showed high impedances on several contacts on a lead and on low impedance on other lead. In addition, the patient needed MRI and was unable to get MRI due to impedance issues. As a result, surgical intervention was undertaken to have the scs system explanted and replaced the scs system. Reportedly, effective therapy was restored post-operatively. Issue was resolved with replacement of the scs system.